Event description:
It was reported that the device showed eri status. ICD replacement will be scheduled. Device currently remains implanted. Should additional information be received, this file will be updated.